Manufacturer narrative:
E2: health professional: unknown e3: occupation: pharmacist assistant. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the header bag, carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was tested by manually pulling on the anchor. However, the internal components were unable to deploy properly, and considerable signs of dried blood were identified. The carrier tube was opened and all internal components were noted. The sample as returned for evaluation and it was noted that the device was returned in rear lock position but with the anchor visible at the distal tip of the sheath. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that when removing the angio-seal, the doctor realized that the thread that was supposed to come out of the patient was not present. The artery had to be compressed for 30 minutes. There was no patient injury, and no harm was reported. The patient was treated with standard alternative.